Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, the pacemaker exhibited noise oversensing due to electromagnetic interference (emi). No intervention was performed, and the pacemaker will continue to be monitored. The patient was in stable condition.